Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant after programming the device, the device lost connection to the programmer and it wasn't possible to interrogate again. The device was replaced. The patient was in stable condition.

Manufacturer narrative:
No conclusion code available; the reported field event of loss of rf telemetry was confirmed in the laboratory. The device was interrogated on a programmer and was able to communicate via inductive telemetry but not rf telemetry. The root cause of the loss of rf telemetry was found to be an rf module anomaly.